Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was reported that the patient was hospitalized. Treatment for the event was not reported. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information was available.